Manufacturer narrative:
H11- manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens opacity. The lens remains implanted.